Event description:
Per article "lardanchet j-f, et al. (B)(4) study of three large-diameter metal-on-metal total hip prostheses: serum metal ion levels and clinical outcomes. Orthopaedics and traumatology: surgery and research (2012), doi:10.1016/j.otsr.2011.11.009", patient had persistent post-op pain and posterior dislocation 1 year post-op.

Manufacturer narrative:
This is a reportable malfunction. Investigation is not complete. Trends will be evaluated. The event is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00378, 00379.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.